Event description:
The t-part of the rotational femoral knee implant broke causing injury to the pt.

Manufacturer narrative:
The review of production documentation did not show irregularities. No similar complaints were reported for the corresponding charge. The visual inspection shows a complete breakage of the t-part of the rotational femoral knee implant. We will sterilize the implant and disassemble the implant for further investigation. Beside this we also contacted the user of further info on the pre/post ligament knee situation, weight of pt, diagnose, etc. After this, we will file a follow-up report. This event occurred outside of the united states and involved a product that was manufactured outside of the united states. However, because the rotation and hinge knee system is also marketed in the united states. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.